Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de/ expiration date: 2018-11-30 UDI #: (B)(4) mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ expiration date: 2018-11-30 UDI #: (B)(4) mfg date: 2017-11-30 (B)(4) other devices involved in this event. Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ expiration date: 2018-11-30 UDI #: (B)(4) mfg date: 2017-11-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four ventricular assist device (vad) batteries experienced power consumption issues. The battery charger would not charge the batteries and indicator light would flash red. The batteries and battery charger were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: five (5) batteries (B)(4) were returned for evaluation. One (1) battery (B)(4) was not returned for evaluation. A review of the battery charger manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Log files covering the reported event date were not available for analysis. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. A review of the (B)(4) internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Failure analysis of the returned battery charger revealed that the unit passed visual inspection. Functional testing of the returned battery charger revealed that a charging port was unable to charge a battery. Supplemental testing revealed multiple damaged fuse, fets and diodes in the charging circuit. It was determined that the battery charger was assembled with an incorrect inductor, resulting in damaged components and excess voltage in the charging circuit, thus flashing red. As a result, the reported "battery charger not charging and flashing red indicator light" event was confirmed, but the reported "power consumption" events could not be confirmed. The most likely root cause of the reported not charging and flashing red can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit and a battery charger assembled with incorrect inductors. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2018-10-31 UDI #: (B)(4) available for eval: yes, return date: 2018-02-23 evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 2017-10-31 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2018-11-30 UDI #: (B)(4) available for eval: yes, return date: 2018-02-23 evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 2017-11-30 labeled for single use: no (B)(4). Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de/ expiration date: 2018-11-30 UDI #: (B)(4) available for eval: yes, return date: 2018-02-23 evaluated by MFR: no, device evaluation anticipated, but not yet begun. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de/ expiration date: 2018-11-30 UDI #: (B)(4) available for eval: yes, return date: 2018-02-23 evalauted by MFR: no, device evaluation anticipated, but not yet begun. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de/ expiration date: 2018-11-30 UDI #: (B)(4) available for eval: yes, return date: 2018-02-23 evaluated by MFR: no, device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.